Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of the ¿the image is not displayed¿ was not confirmed, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head's image does not appear. The event was observed during a therapeutic laparoscope procedure which was completed with another similar device. The patient was not under sedation and there was no patient harm or injury reported.

Manufacturer narrative:
E1; (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed and no fault was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.